Event description:
An implant card was received indicating the patient underwent generator and lead replacement surgery on (B)(6) 2015. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Manufacturer narrative:
.

Event description:
It was reported that the vns patient's device showed a high impedance condition (lead impedance >= 10,000 ohms) during an office visit on (B)(6) 2015. The device was subsequently programmed off. The patient was referred for surgery but no known surgical interventions have occurred to date.